Event description:
Patient informs nebulizer not working and making noises and no air coming through defective device. Unknown if dose was missed, unknown if patient experienced an adverse event, unknown if defective rx is available for return, unknown if md is aware, no further info reported.